Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use that the bd saf-t-intima IV catheter safety system failed to fully retract leaving the needle partially exposed. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: bd did not receive any samples from the customer. Since no samples were returned bd was unable to fully investigate this incident. Unable to determine the root of cause without defective sample or photo for evaluation. DHR for lot number 7026693 was reviewed and no qns or other events were related to the complaint stated by the customer. A possible cause could be if during the activation is performed from adapter sti prn, removing safety mechanism and leaving exposed cannula. This product is functionally tested by qa tech in final assembly, it performing a manual activation and during this test no failure with safety mechanism or exposed cannula was reported. Investigation conclusion: we could not find the exact root cause of the issue; since, no sample or photo was returned for evaluation.